Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon would not deflate. The patient suffered pain on the suprapubic area and procedural bleeding. A suprapubic catheter was inserted. There was no urinary output. The patient was transferred to the urology team in (B)(6) hospital.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bard® urological catheter - for urological use only. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Single use only. Do not reuse. Do not resterilize this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution, consult accompanying documents. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Keep away from sunlight do not use if package is damaged. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4).

Event description:
It was reported that the balloon would not deflate. The patient suffered pain on the suprapubic area and procedural bleeding. A suprapubic catheter was inserted. There was no urinary output. The patient was transferred to the urology team in (B)(6) hospital.